Event description:
It was reported the holster on the insulin pump had broken. The device hit the wall and stopped working. Customer's mother does not recall customer's blood glucose level. Customer's mother stated the display does not come back on. The drive support cap appeared to be normal. Customer was all ready reverted to back up plan. No further information reported.

Manufacturer narrative:
No holster received with pump. Unable to perform displacement test, operating currents measurements and off no power test due to blank display. Insulin pump blank display due to broken solder joints on connector. Insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.